Event description:
Related manufacturer reference number: 3006705815-2022-14184. It was reported the patient's lead had a fracture. The issue was confirmed under fluoroscopy imaging. Lead diagnostics indicated both leads measured high impedances. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention occurred wherein the leads were explanted and replaced to address the issue.